Manufacturer narrative:
Qn# (B)(4). The reported complaint for "leak message" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " was giving leak message". Additional infomation states that the iab was removed and replaced with a competitors device. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " was giving leak message". Additional infomation states that the iab was removed and replaced with a competitors device. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.